Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he experienced keypad issues. The customer stated that the buttons on the insulin pump were not responsive. The customer's blood glucose was 115 mg/dl. While troubleshooting, the customer explained that he may have rolled over the insulin pump while sleeping. The morning after is when he experienced the unresponsive buttons. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and reservoir tube window, cracked belt clip slot, and stained end cap sticker.